Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00976. Reportable based on returned device condition reviewed on 20jan2017. There were no reported issues with this device. The 12x3mm, eccentric, de novo, 95% stenosed target lesion contained a >45 degree bend was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 1.50mm rotalink¿ burr and a rotawire were selected for use. During the procedure, it was noted that the device could not cross the target lesion. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the returned rotawire was kinked and fractured.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has the wire broken and kinked , as part of overall visual revision. The device has the guidewire detachment due to rotational wear in the middle of the device at 195.5, also it has the body kinked. The distal section was not returned. Overall length and outer diameter (od) of distal tip couldn't be measured due to the device condition. Outer diameter of near to the broken section in the middle of the device and proximal section were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00976. Reportable based on returned device condition reviewed on (B)(6) 2017. There were no reported issues with this device. The 12x3mm, eccentric, de novo, 95% stenosed target lesion contained a >45 degree bend was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 1.50mm rotalink¿ burr and a rotawire were selected for use. During the procedure, it was noted that the device could not cross the target lesion. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the returned rotawire was kinked and fractured.